Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysteroscopic removal of essure and laparoscopic tubal sterilization). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation and uterine haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and uterine haemorrhage ('abnormal uterine bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), menometrorrhagia ("excessive and frequent irregular menses"), dysmenorrhoea ("dysmenorrhea") and menorrhagia ("excessive bleeding during menstruation"). The patient was treated with surgery (hysteroscopic removal of essure and laparoscopic tubal sterilization). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, uterine haemorrhage, pelvic pain, menometrorrhagia, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, menometrorrhagia, menorrhagia, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: date of insertion was reported as (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: summons received. Added event severe pelvic pain, excessive and frequent irregular menses, dysmenorrhea,excessive bleeding during menstruation. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device'), embedded device ('essure coil was noted tube embedded in the posterior wall') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. B21574) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back surgery, vaginal delivery, ulcer nos, migraine, pregnancy and uterine bleeding. Concurrent conditions included frequent bowel movements, urinary frequency, headache, blurry vision, vaginal bleeding, paraesthesia and per vaginal bleeding. Concomitant products included doxycycline, estrogens conjugated (premarin), ethinylestradiol;norethisterone acetate (loestrin) and medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), menometrorrhagia ("excessive and frequent irregular menses"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("excessive bleeding during menstruation"), genital haemorrhage ("abnormal bleeding"), back pain ("back pain"), abdominal pain upper ("stomach pain"), cyst ("cyst") and polymenorrhoea ("frequent menses") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, embedded device, uterine haemorrhage, pelvic pain, menometrorrhagia, dysmenorrhoea, menorrhagia, genital haemorrhage, back pain, abdominal pain upper, cyst, uterine leiomyoma and polymenorrhoea outcome was unknown. The reporter considered abdominal pain upper, back pain, cyst, device dislocation, dysmenorrhoea, embedded device, genital haemorrhage, menometrorrhagia, menorrhagia, pelvic pain, polymenorrhoea, uterine haemorrhage and uterine leiomyoma to be related to essure. The reporter commented: date of insertion was reported as (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: result: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: pif received. Reporters information were added. .new event added-cyst, fibroids , frequent menses were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device'), embedded device ('essure coil was noted tube embedded in the posterior wall') and abnormal uterine bleeding ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. B21574) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back surgery, vaginal delivery, ulcer nos, migraine, pregnancy, uterine bleeding and allergic reaction to analgesics. Concurrent conditions included frequent bowel movements, urinary frequency, headache, blurry vision, vaginal bleeding, paraesthesia and per vaginal bleeding. Concomitant products included doxycycline, estrogens conjugated (premarin), ethinylestradiol;norethisterone acetate (loestrin) and medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abnormal uterine bleeding (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), menometrorrhagia ("excessive and frequent irregular menses"), dysmenorrhoea ("dysmenorrhea"), heavy menstrual bleeding ("excessive bleeding during menstruation"), genital haemorrhage ("abnormal bleeding"), back pain ("back pain"), abdominal pain upper ("stomach pain"), cyst ("cyst") and polymenorrhoea ("frequent menses") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, embedded device, abnormal uterine bleeding, pelvic pain, menometrorrhagia, dysmenorrhoea, heavy menstrual bleeding, genital haemorrhage, back pain, abdominal pain upper, cyst, uterine leiomyoma and polymenorrhoea outcome was unknown. The reporter considered abdominal pain upper, abnormal uterine bleeding, back pain, cyst, device dislocation, dysmenorrhoea, embedded device, genital haemorrhage, heavy menstrual bleeding, menometrorrhagia, pelvic pain, polymenorrhoea and uterine leiomyoma to be related to essure. The reporter commented: date of insertion was reported as 10 september 2013. As per mr, on the right, it was somewhat hidden with some shaggy endometrium, which was removed with biopsy forceps. We then cannulated the right side without difficulty, deployed in the usual manner. It left 1 ring visible. I then tried the left side at this point. It had a tubal contraction and would not cannulate, so I took the hysteroscope out, let it rest for 2 minutes, replaced the hysteroscope, and then it easily cannulated, deployed in the usual manner with 3 rings visible. Date(s) of insertion: 2008 (as per mr discrepancy noted). Date(s) of removal: 2009 (as per mr discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: result: unknown. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 28-apr-2021: pfs received. Reporter information added and rcc was updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device'), embedded device ('essure coil was noted tube embedded in the posterior wall') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. B21574) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back surgery, vaginal delivery, ulcer nos, migraine, pregnancy and uterine bleeding. Concurrent conditions included frequent bowel movements, urinary frequency, headache, blurry vision, vaginal bleeding, paraesthesia and per vaginal bleeding. Concomitant products included doxycycline, estrogens conjugated (premarin), ethinylestradiol;norethisterone acetate (loestrin) and medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), menometrorrhagia ("excessive and frequent irregular menses"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("excessive bleeding during menstruation"), genital haemorrhage ("abnormal bleeding"), back pain ("back pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysteroscopic removal of essure and laparoscopic tubal sterilization). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, embedded device, uterine haemorrhage, pelvic pain, menometrorrhagia, dysmenorrhoea, menorrhagia, genital haemorrhage, back pain and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, back pain, device dislocation, dysmenorrhoea, embedded device, genital haemorrhage, menometrorrhagia, menorrhagia, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: date of insertion was reported as 10 september 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: result: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2020: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device'), embedded device ('essure coil was noted tube embedded in the posterior wall'), uterine haemorrhage ('abnormal uterine bleeding') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. B21574) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back surgery, vaginal delivery, ulcer nos, migraine, pregnancy and uterine bleeding. Concurrent conditions included frequent bowel movements, urinary frequency, headache, blurry vision, vaginal bleeding, paraesthesia and per vaginal bleeding. Concomitant products included doxycycline, estrogens conjugated (premarin), ethinylestradiol;norethisterone acetate (loestrin) and medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), menometrorrhagia ("excessive and frequent irregular menses"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("excessive bleeding during menstruation"), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysteroscopic removal of essure and laparoscopic tubal sterilization). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, embedded device, uterine haemorrhage, pelvic pain, menometrorrhagia, dysmenorrhoea, menorrhagia, genital haemorrhage, back pain and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, back pain, device dislocation, dysmenorrhoea, embedded device, genital haemorrhage, menometrorrhagia, menorrhagia, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: date of insertion was reported as 10 (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: result: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2019: pfs and mr was received. Lot number was added. New events abnormal bleeding, back pain, stomach pain, device embedded were added. Date of insertion updated. New reporters were added. Date of birth was added. Concomitant drugs were added. Patient medical history and concomitant conditions were added. Lab data was added. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysteroscopic removal of essure and laparoscopic tubal sterilization) . Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation and uterine haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.